Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient had an acute cardioembolic cerebrovascular accident (cva) on (B)(6) 2021. A review of the log file noted low flow events on (B)(6) 2021, occurring when pulsatility index (pi) was elevated. The patient underwent a computed tomography (CT) scan which revealed multiple bilateral embolic strokes. The patient had positive cough and gag but did not move extremities, open eyes, or follow commands on neurological check. The patient was off sedation. The account planned to continue supportive care.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a specific cause as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) could not conclusively be determined. Additionally, a specific cause for the reported stroke as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) could not conclusively be determined. The submitted controller event log file contained data from (B)(6)2021 at 14:14:03 to (B)(6)2021 at 7:47:40. There were numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 70 low flow faults and 7 low flow alarms. The pump operated at the set speed for the duration of the log file. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 25nov2020. The heartmate 3 lvas instructions for use is currently available. Section 1 of this document lists stroke as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.